Event description:
Complaint alleged that the head up function was not working.

Manufacturer narrative:
Technician found the bed in "down" storage. Head up function not working due to faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.